Event description:
From medwatch report (mw5153439): patient had orthopaedic procedure (tplo(tibial plateau leveling osteotomy.) For cranial cruciate ligament tear. Plates and screws placed. Recalled saline irrigation fluid was used throughout procedure including following a antibacterial lavage (simini protect). IV cefazolin intro and sent home with cefpodoxime for 10 days. Patient presented for follow up at 2 weeks post op and had large seroma associated with surgical site. Was prescribed assertional course of antibiotics (amox/clav). Patient had persistent fluid swelling and recovery seemed delayed following procedure. At 8 weeks post op fluid swelling was drained. Purulent fluid, no obvious bacteria on cytology. Cultured negative. Fluid swelling recurred associated with implant and draining tract developed distal to implant. Patient was started on enrofloxacin pending surgery for implant removal as bone healing sufficient to allow this. Cultured negative (on enrofloxacin at time of culture). Severe inflammatory reaction surrounding implant. Fluid resolved and lameness improved within several days of implant removal.